Event description:
It was reported by svc report that the footboard clamshell was damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: outer footboard panel was cracked.